Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (constant gong alarms / damaged connector) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the monitor belt receptacle was pulled from the monitor case, damaging the pulse wire in the receptacle. The cause of the constant gong alarms and incoming test failure is the damaged receptacle and pulse wire. The root cause of the damaged receptacle and pulse wire is excessive force placed at the receptacle. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll indicating that a patient's device was constantly producing 'check belt' gong alarms and had a damaged belt connector on the monitor.